Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that during the implant procedure, the right ventricular (rv) lead was placed in the rv apex and the physician appropriately connected the black and red alligator clips to the lead using the analyzer cable interface tool. As expected, noise was sensed through the analyzer while connecting, but when connected to the lead in a true bipolar configuration, there was nothing. The signal "flatlined" and nothing was sensed. The physician maneuvered the analyzer cable interface tool and retried, but it did not work. The physician then connected a different set of cables to the lab's filter box and had the same problem. A second set of pacing cables were opened and experienced the same issue. At that point, the tip from the vector and connect the rv ring to the rv coil was removed. In this configuration, a signal was observed, leading the physician to believe the issue was with the inner conductor of the lead. The lead was not implanted and a new lead was used. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned. Analysis was performed and no anomalies were found.